Event description:
It was reported that the customer had a64 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump alarm did not occur during the rewind/prime sequence. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer insulin pump will be replaced due to error chart.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty remote frequency board. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.